Event description:
It was reported to covidien in 2009 that a customer had an issue with a wet skin scrub kit. The customer stated that the sponge used to prep the inside of the vagina is coming off of the stick.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.